Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported event or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was unable to enter a decimal point when setting their insulin to carbohydrate ratio in the omnipod 5 application. The patient had been instructed by their physician to change the ratio from 1:3 to 1:2.5 and the application would not recognize the decimal. Additional information was solicited but not received.